Event description:
The pump was returned to animas and was evaluated by product analysis. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump display screen was found to be faded and discolored making the screen difficult to read. The display screen was replaced with a test screen and the display returned to normal. Unrelated to the display screen issue, the battery compartment was found to be cracked and evidence of moisture damage was found in the battery compartment. The pump was exercised for 24 hours without power issues. The pump was opened and no additional moisture damage was observed. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).